Event description:
It was reported that patient was having audible alarms when on mobile power unit (mpu) or power module but not on batteries. The alarm was only audible. It was recommended to change controller due to issue with black lead since the patient was able to stop the alarm with black lead manipulation. The event log file recorded data from (B)(6) 2023 18:55:09 - (B)(6) 2023 15:08:31. There were no alarm flags active during this history, even when on mpu or power module power. There was no atypical voltage recorded either.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of audible alarms while connected to the mobile power unit and power module was unable to be confirmed. The submitted log file contained data spanning approximately 2 days (B)(6) 2023 per timestamp. No atypical alarms were observed throughout the data. The controller operated as intended, and the pump maintained a speed above the low speed limit without issue. Provided information indicated that the patient was able to momentarily stop the audible sounds with manipulation of the black power lead. It was recommended that the heartmate 3 system controller be exchanged; however, no information regarding the product¿s exchange or return was provided by the site. The root cause of the reported alarms could not be conclusively determined through this evaluation. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.